Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the trocar balloon was broken. The obturator, locking collar, valve seal and doors appeared intact. The inflation syringe was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The account had put in saline water instead of air to inflate the balloon. There was no rapid loss of abdominal pressure due to the device issue.

Event description:
According to the reporter: occurred during a laparoscopic procedure for prostate cancer. In use on the patient, the balloon burst. Nothing fell into the cavity of the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.